Event description:
It was reported that during a pediatric proximal femoral osteotomy the surgeon was squeezing a pair of forceps and the tip of the forceps snapped off. The patient was not harmed. The forceps are part of the sales consultants field equipment. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The product evaluation and visual inspection of the returned product confirmed the event description and revealed that the tip of one prong is broken off. The fracture face is not homogenous and has blow holes which is an indication that the casting process was not performed properly. As this issue was noted on previous complaints for this product, a design revision was completed and an internal corrective action was opened to address the noted breakage. This device was manufactured before the corrective action was closed. Conclusion - this complaint is deemed valid from a design perspective and an internal corrective action was opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development evaluation was completed on the returned product. The product was received with the tip broken and shows rust at the fracture. Rust is indicative of moisture penetration into a crack. The crack is indicative of fatigue failure due to multiple uses near but below maximum load capability. Unable to determine the number of procedures the device was utilized. (B)(4)

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
Tip of forceps was easily retrieved. There was no patient harm, no delay due to the reported event, and no revision surgery due to event. No further information is available. This is report 1 of 1 for (B)(4).